Manufacturer narrative:
The returned device was evaluated and data downloaded from the device returned an 0x6a occlusion alarm. The soft cannula was observed to be kinked. During the investigation, the bend did not prevent liquid from exiting the distal tip of the cannula. It cannot be determined when or how this damage occurred. The fluid path was inspected and no signs of leakage were observed. The cannula was clamped and ratchet gear spun, no leakage was observed. No other damages or defects were observed that could contribute to the reported event. The drive mechanism was inspected and no damages or defects were found that would contribute to the hazard alarm. The root cause of the alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 36 and 48 hours their blood glucose level had rose to 515 mg/dl. The patient had experienced symptom's of vomiting as well as hyperglycemia. As treatment, the patient administered boluses.